Event description:
It was reported that intermittently, a malfunction alarm occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to perform a pump reset and will continue to use current pump for insulin therapy.